Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen and flanks with coolsculpting coolcurve coolmax may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11 corrected data: a6 b3 b5 d1 g1

Event description:
Paradoxical hyperplasia is confirmed in the upper and lower abdomen. Other reported affected areas have not been confirmed due to insufficient information but will be reported conservatively.

Manufacturer narrative:
Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Additionally, patient treated with coolsculpting using cooladvantage+, coolcurve+ contour to the abdomen and bilateral flanks and bra rolls. Patient experienced firmness, hard nodules, discomfort, increased volume and pain on abdomen and flanks area with visible enlargement; consistent with pah.

Manufacturer narrative:
Corrected data: d6a (the device is not implantable, there is no implant date).

Event description:
Allergan aesthetics received a report of a patient treated abdomen and flanks with coolsculpting coolcurve coolmax may have developed paradoxical hyperplasia (pah/ph).